Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) cartridge tip had a jagged edge during the implantation or application process., the lens was fully inserted. No additional information regarding device performance or patient impact was provided, and patient details are unavailable due to privacy legislation or policy. No further information provided.

Manufacturer narrative:
Device evaluation: the suspect product was not received. The customer provided photos and the photos were reviewed. The two photos show a handpiece lens module. As it cannot be determined which photo belongs to this investigation, both photos were evaluated. Both figures shows the lens module with the plunger rod advanced and extending out of the cartridge tip. Due to photo quality no issues with the cartridge were observed in either photo. No further evaluation was performed as no suspect product has been received. The complaint issue "cartridge tip cracked/damaged" could not be confirmed during photo evaluation, and no issues were identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and the complaints reported was not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.